Event description:
It was reported, that the wake button was not working. Customer firmly pressed center of button and the wake button performed as intended. Customer's blood glucose level was 219 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.